Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the patient is experiencing a potential allergic reaction to the mesh that was implanted laparoscopically for a ventral/inguinal hernia in (B)(6) 2015. The patient is reporting back pain following the repair. It was also reported that the back pain existed prior to the repair as well. The mesh has not been explanted. The surgeon does not believe that the mesh has caused any issues. No further information has been made available.